Event description:
It was reported by the rep that the (1) ez45b was used during a thoracotomy procedure. It was reported that the surgeon fired the instrument and reports that it did not feel right. Upon examination, it was discovered that one driver had a row that appeared higher than the other. The staple line did not look secure and was oversewed by the surgeon to finish the case.